Manufacturer narrative:
(B)(4). Method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.

Event description:
A baby pt had been examined on a panorama 1.0t mr system under general anesthesia. A pt monitoring system was used to monitor the vital pt functions. After the examination, third degree burns were observed at the place where the ECG electrodes were located.